Event description:
Seventeen days after a vari-lase endovenous laser treatment, the pt returned with a non-healing wound at the exit site and a shallow ulcercation. Ultrasound was performed, and revealed a 2.4 cm piece of laser fiber. The piece was removed, and the pt was treated with topical and oral antibiotics. The event was resolved without further complications.